Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 1 was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1-device evaluation (11/23/11):lifescan received the meter involved with this complaint and completed device evaluation on (B)(6) 2011. Investigation revealed that there was a processor failure, which contributed to the alleged "error 1" issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.